Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient had office visits on (B)(6) 2011. The patient presented with back and left hip/leg pain. The provider impression was chronic pain, low back pain, lumbar radiculitis, muscle spasm, and neuropathy. The patient presented on (B)(6) 2011 with back and leg pain. The patient¿s back pain was in the middle of her back radiating to the buttocks, both right and left. The primary pain concern was posterior thigh all the way down to her ankle and the foot (on the left). The pain was described as excruciating, intolerable, shooting, throbbing, tingling, and numbing. The pain got worse with standing, sitting, walking, heat, bowel movements, climbing stairs, lifting, bending, and going down to the ankle. There was also tenderness in the back and buttocks region, left worse than the right. The provider diagnosis (for pain) were post lumbar laminectomy pain syndrome, implantation and removal of spinal cord stimulator, multiple surgeries in the back, implantation and revision of the intrathecal opioid delivery system (related event), lumbar radiculopathy (left-sided), and anxiety. The patient went was seen on (B)(6) 2011 for a follow up visit. She had a significant amount of tenderness over the left paraspinal lower lumbar facets and upper sacral region. The patient was last seen on (B)(6) 2015, at which time the pump was decreased by 6% and the patient was doing better in terms of alertness, sleepiness, but the patient still had issues with the benefit of dilaudid. During the appointment, the pump medication dose was decreased by 9%. The hcp wanted to restart the patient on physical therapy. It was further discussed that following pump implant, the patient felt ¿strain and detachment.¿ on (B)(6) 2011, the patient underwent an MRI of the lumbar spine. The MRI showed post-surgical changes with evidence of posterior laminectomy l4-5, the presence of synthetic disc material, and degenerative disc disease at multiple levels. The patient also had x-rays of the lumbar spine. The x-rays found osteoarthritis changes with degenerative disc disease lower lumbosacral spine, lumbar scoliosis convexity to the left, and constipation/fecal impaction. The next day, the patient reported falling in the bedroom. The patient had an episode of urinary incontinence at 04:00, where she slipped and fell on her own urine. The patient thought the bupivacaine (marcaine) caused her bladder to feel numb, which caused the incontinence. The patient ended up being admitted at the hospital. An MRI of the lumbar spine was performed. The patient¿s pain was worse while sitting more than standing. The patient also had spasms in the legs, sacral area, and now the back. The pain was back to baseline. The patient was currently taking oral baclofen for myofascial pain and spasms. The patient had tried advil and trigger point injections without relief. The pump medication dosage was decreased by 10% at this time. The patient presented for a follow-up visit with complaint of ¿primary pain in the left worse than right low back, buttock and hip down the whole leg in the posterior more than anterior distribution to the foot with associated paresthesia and burning in the left leg¿, spasm in the legs, sacral area, and the back. She had tenderness to palpation along the lumber facet articular column regions, left worse than right and sacroiliac joint articular column tenderness left worse than right. Also, piriformis musculature spasm noted in the left side. On (B)(6) 2011, the patient underwent a left sacroiliac joint injection. The patient presented with lower back pain radiating to left leg. The patient underwent a left sacroiliac joint injection. The next day, the patient underwent intrathecal pump analysis/reprogramming and an intrathecal pump refill. The low reservoir alarm date was stated to be (B)(6) 2011. On (B)(6) 2011, the patient presented with not receiving any benefit from sacroiliac joint injection. Following the injection, the patient¿s pain score decreased from 9 to 2 (out of 10) immediately. The patient had denied any relief thus far with this procedure. The start of physical therapy increased the patient¿s pain to the piriformis musculature are bilaterally (left worse than right). The same result occurred 2 years prior. The patient experienced a one-time episode of rectal incontinence 6 days post the procedure. The bladder incontinence that was previously reported was gone as well. The patient denied referral for a gi consultation. The eventual goal would be able to take the pump out, secondary to having intolerable side effects with medication. The pain was ¿left worse that right low back going into the buttock, hip and coccyx area going down the whole leg, posterior more than anterior distribution, into the foot, with associated paresthesias and burning in the left leg with no weakness.¿ the patient did have a coccyx pillow with moderate relief. The patient continued to attend physical therapy with moderate benefit. At this visit, the patient also received trigger point injections. The patient had a total of 2 tender points marked. The medication was delivered in a fan-like pattern and the patient felt immediate relief. The pump was also interrogated and the dose was decreased by 14%, to help minimize the risk of bowel or bladder incontinence. On (B)(6) 2011, the patient underwent a bilateral piriformis injection and contrast injection with fluoroscopic visualization. There were no patient complications noted. On (B)(6) 2011, the patient underwent x-rays of the left hip, which demonstrated osteopenic changes. The sacrum was not clearly visible due to obscuring bowel contents. There was an artifact from the intrathecal pump which was overlying the si joint on the right. The left si joint did not appear grossly arthritic. The patient wanted to start neurontin and the dilaudid dose was lowered. The also reported being ¿very anxious¿ and did not feel the klonopin was good for them. On (B)(6) 2011, the patient presented with muscle spasms, excessive daytime somnolence, chronic pain (low back pain and lumbar radiculitis), and neuropathy. The patient underwent bilateral buttock trigger point injections. On (B)(6) 2011, the patient underwent a CT scan of the lumbar spine. The CT scan showed there was a small central disc protrusion (t11-12) without significant narrowing of the spinal canal or neural foramina, mild facet degenerative changes noted bilaterally, there was a mild bulging disc (l3-4) with mild facet degenerative changes and thickened ligament flava, there was no significant spinal canal or neural foraminal narrowing; at l5-s1 there was a mild bulging disc without significant spinal canal or neural foraminal narrowing with mild facet degenerative changes. On (B)(6) 2011, the patient underwent an MRI of sacrum due to unbearable pain. A sacral fracture was found. A bone density test confirmed osteoporosis. There was minimal edema in the left sacral and sacroiliac joint, which may be secondary to stress fracture, but most likely was degenerative in nature. On (B)(6) 2011, the patient underwent a nuclear medicine bone scan showing mild spinal scoliosis. There was no evidence of compression fracture or significant degenerative disc disease to account for patient's intractable lower back pain. Degenerative uptake noted in sacroiliac area. On (B)(6) 2011, the patient underwent another bone density test showing lumbar spine ¿t score of-4.1, left femoral neck -3.4, right femoral neck -2.3, and osteoporosis demonstrated throughout.¿ on (B)(6) 2011, the patient reported in a phone call that fentora caused diarrhea and the patient needed something for anxiety. The patient requested valium. It was noted that the patient was already on ativan. The patient was also released from hospital. On (B)(6) 2011, the patient was admitted to hospital. The patient had a lumbar CT scan performed and there were post-surgical changes with no evidence of pathologic enhancement. On (B)(6) 2011, (B)(6) 2012, (B)(6) 2011, and (B)(6) 2012 the patient presented with back pain and leg pain bilaterally. The patient also had difficulty sleeping. The patient complained of muscle cramps, muscle weakness, and stiffness. The patient also had decreased sensation in feet, numbness, and tingling. On (B)(6) 2011, the patient presented for follow-up with the complaint of severe pain in the bilateral lower on (B)(6) 2011, the patient underwent an MRI of the thoracic area. The MRI showed bone occupying lesions with the possibility of atypical hemangiomas. The patient underwent MRI of lumbar spine without contrast and that showed post laminectomy surgical changes at l4-5 and l5-s1, old hardware screw tracks through the pedicles in l4 and l5, intervertebral disc space at the l4-5 level, and ¿baclofen pump right intrathecal sac at l2.¿ the patient also underwent an MRI of lumbosacral spine with two views that showed the epidural catheter, post-surgical changes at l4-5, and additional degenerative changes. On (B)(6) 2012, the patient presented to the emergency room (ER) with increased pain (particularly burning pain in the feet) and general weakness. The patient had marked sensitivity touching her legs and feet. The patient also reported intermittent changes to her toe color (purple/blue-ish color). The patient was seen on (B)(6) 2012 and the hcp recommended a sacroiliac joint injection with fluoroscopic guidance, opiate tapering with component of opiate induced hyperalgesia, and weaning the intrathecal pump. It this time, a drug change was document from marcaine and clonidine to baclofen and dilaudid. The pump was previously stated to have contained dilaudid, bupivacaine (marcaine), and clonidine. The patient presented on (B)(6) 2012 with anxiety and depression. On (B)(6) 2012, the patient presented with back pain and leg pain. The pain was described as a burning sensation. The provider diagnoses were updated to back pain, lumbar strain, degenerative joint disease, sciatica, spinal stenosis, chronic back pain. On (B)(6) 2012, the patient presented with complaints of low back pain, bilateral leg pain, and burning sensation in the ball of the foot. The doctor¿s impressions were updated to the following: post laminectomy syndrome, hyperalgesia syndrome (likely secondary to high-dose intrathecal opiate medication), and sacroiliitis. The doctor advised to decrease the intrathecal opiate pain medication and prescribed flexeril. On (B)(6) 2012, the patient presented with intractable pain (had for several years). The patient underwent calmare pain therapy. The doctor¿s assessment was: severe anxiety, failure of intrathecal pump system to provide meaningful pain relief (possible side effects), probable chronic regional pain syndrome or generalized systemic dysfunction, post lumbar laminectomy pain, severe osteoporosis, myofascial deconditioning, and history of stress sacral fracture. Doctor recommended reducing baclofen content and possibly dilaudid content, with possible eventual explant of the pump. The patient also underwent calmare therapy on (B)(6) 2012, and (B)(6) 2013, the patient underwent calmare therapy and reprogramming of pain pump. On (B)(6) 2012, the patient underwent calmare therapy and reprogram of intrathecal pump. The doctor¿s assessment was now: neuropathic pain, chronic pain syndrome, possible severe panic/anxiety, induced psychosis from intrathecal drug therapy, post lumbar laminectomy pain, severe myofascial deconditioning, severe muscular spasms, and insomnia, secondary to neuropathic pain. The doctor recommended discontinuing gabapentin. On (B)(6) 2012, the patient underwent calmare therapy. The doctor¿s assessment was severe deconditioning of torso muscles, post lumbar laminectomy pain, bursitis (left hip and pelvis), chronic pain syndrome, anxiety/depression, severe osteoporosis, and muscle spasm. On (B)(6) 2012, the patient presented for analysis, reprogram, refill of intrathecal pump, and trigger point injections. On (B)(6) 2012, the patient presented for analysis, reprogram, refill of intrathecal pump, and trigger point injections. At this time, the doctor recommended refilling and reprogramming of pump to eliminate baclofen. On (B)(6) 2012, the patient underwent a trigger point injection procedure. On (B)(6) 2012, the patient presented for analysis, reprogram, refill of intrathecal pump, and a trigger point injection procedure. On (B)(6) 2012, the patient presented for analysis, reprogram, and refill of intrathecal pump. The doctor¿s assessment was : chronic pain issue, history of post lumbar laminectomy pain, neuropathic pain (diffuse lumbosacral area), chronic regional pain syndrome ( left leg versus chronic nerve root injury), generalized deconditioning and torso atrophy, situational anxiety/ depression, muscular spasms, and bursitis. It was at this time the doctor recommended discontinuing abilify and trazodone. On (B)(6) 2012, the patient underwent bone scan with views of the lumbar spine and pelvis. The provider impression was scoliosis. On (B)(6) 2012, the patient presented for initial evaluation of low back pain. The patient was stated to have undergone physical therapy on multiple occasions in an effort to relieve pain, spanning from (B)(6) 2012 to (B)(6) 2013. The patient demonstrated mild improvement with her current symptoms of pain and decreased mobility. The patient as motivated to continue with physical therapy and strongly believed that physical therapy could help restore overall function. On (B)(6) 2012, the patient presented with severe pain in her back. The provider impression was reflex sympathetic dystrophy and osteoporosis in lumbar spine and hip. On (B)(6) 2012, the patient presented for analysis, reprogram, refill of intrathecal pump, and trigger point injection procedure. The doctor recommended discontinuing of baclofen and neurontin. The doctors recommended starting zanaflex and titrate to effect. On (B)(6) 2013, the patient presented for analysis, reprogram, and refill of intrathecal pump. The doctor recommended intrathecal therapy would be modified and changed with the overall strategy of decreasing dilaudid and adding bupivacaine on (B)(6) 2013, the patient presented for analysis and reprogram of intrathecal pump. On (B)(6) 2013, the patient presented for analysis and reprogram of intrathecal pump. The doctor recommended increasing the bupivacaine rate, in attempt to find a functional. On (B)(6) 2013, the patient presented for analysis of pain pump. As of (B)(6) 2016, it was stated that the pump was currently ¿off¿ and set to a ¿slow trickle.¿ the pump reportedly never worked for the patient, no matter the dose increase with dilaudid. The patient was trial with bupivacaine and it worked, ¿but then you¿re paralyzed.¿ it was noted that the patient was to undergo hyperbaric treatment with an almost full pump. The patient was instructed that it was not. On (B)(6) 2013, the patient underwent an MRI, which demonstrated post-operative changes at l4-5 and l5-s1 levels. There was no herniation and no canal. The foci of new bone formation were seen along the inferior aspect of the left l4-l4 neural foramina. There was no pseudomeningocele. On (B)(6) 2013, the patient underwent an MRI of lumbosacral area with and without contrast. The MRI showed granulation tissue across left lateral recess and lower lumbar segments. There were no acute fractures and no signs of arachnoiditis. Patient also underwent x-rays of the lumbosacral, pelvis. Patient had significant pain on palpation across the sacrum, sacroiliac area with positive nerve root tension signs on the left. As of (B)(6) 2013, the cause of the event was dose responsiveness of local anesthetic and narcotic. The pump was currently at minimum rate mode. Diagnostic and therapeutic trial of increasing/decreasing dose was performed. The patient continued to have severe pain. On (B)(6) 2013, the patient underwent an MRI of the lumbar spine without contrast. The MRI showed an enhancement of the posterior epidural space on the left at l4-l5 and l5-s1, findings indicate granulation tissue. On (B)(6) 2013, the patient reported the pain in her coccyx was so severe the patient had to keep moving. The area also hurt when the patient lied down. On (B)(6) 2013, the patient underwent nerve conductions studies. It was stated that the abnormal posterior tibial somatosensory evoked potential testing of both lower extremities was consistent with an underlying dysfunction. Furthermore, abnormal nerve conduction velocity testing of the lower extremity showed reduced amplitude of peroneal motor nerve both proximal and distal, consistent with peroneal axonal neuropathy. The prolonged peroneal ¿f¿ wave response on the right was consistent with peripheral, lumbosacral plexus, and/or radiculopathy. The left side was within normal limits. Abnormal emg needle examination of both lower extremities was consistent with l5 lumbar radiculopathy with chronic neurogenic changes seen in multiple muscles supplied by the l5 nerve root. On (B)(6) 2013, the patient presented with burning pain in left leg. On (B)(6) 2013, the patient presented with reflex sympathetic dystrophy of lower limb, muscle weakness, and muscle spasms. The doctor ordered for ¿pt/ot¿ evaluations to be conducted. On (B)(6) 2013, the patient presented with mid and low back pain. (B)(6) 2013, the patient underwent si joint injection (bilateral) and epidural lumbar (bilateral) procedures. The patient was diagnosed with sciatica and displaced lumbar intervertebral disc. On (B)(6) 2013, the patient presented with severe, excruciating pain. The doctor recommended trials of butrans patch and discontinued horizant. It was also stated that seroquel was discontinued after severe mood swings and hallucinations with increasing dose. On (B)(4) 2013, the patient presented with severe spasms, burning pain across lumbosacral area, and increasing sciatica down left leg. The patient also underwent calmare therapy. On (B)(6) 2013, the patient presented with muscle spasms across sacrum. The patient underwent calmare therapy with reported of zero pain during active treatment for 45 minutes. On (B)(6) 2013, the patient presented with severe low back spasms, severe burning around the coccyx, and shooting radiating into spine. The patient underwent calmare therapy and reported zero pain during treatment. The intrathecal pump was at minimal rate with saline. On (B)(6) 2013, the patient underwent a bone scan and there was no evidence of significant abnormal uptake involving the sacrum or pelvis on this examination. There was also no evidence of abnormal uptake in the right or left hip. On (B)(6) 2013, the presented with low back pain. The patient underwent an MRI of the lumbar spine with and without contrast due to back pain, which radiated into left leg/foot. The MRI showed no evidence of significant central or foraminal encroachment. There was also no abnormal enhancement. On (B)(6) 2013, the patient underwent CT scan of the cervical spine. The CT scan showed minimal narrowing of the left neural foramen due to facet degenerative changes at c5-6. The spinal canal and neural foramina were patent. The patient also underwent CT of the thoracic spine and there were large vertebral hemangiomas at multiple levels (including the t3, t5, and t9 vertebrae). There also appeared to be a diffuse osteopenia with accentuated vertical striations throughout the visualized thoracic spine. On (B)(6) 2013, the patient presented with back pain. The patient was currently taking lorazepam, tizanidine, and butrans patch. On (B)(6) 2013, the patient presented for evaluation. Office note stated the patient was treated with ¿rhbmp-2/acs¿ in 2008. The treatment unfortunately leaked out of the area which it was infused and this propagated excessive bone growth encasing the spine. The patient also experienced pain throughout her body. On (B)(6) 2013, the patient presented with pain in the upper thoracic region (most prominently over the vertebral elements with pain traveling down the entire spine to the base of the lumbar spine traveling to the left si joint and buttock). On (B)(6) 2013, the patient presented with pain on both sides of her body including face, right <(>&<)> left upper extremities and bilateral foot pain. The pain also include the entire right and left lower extremities as well. The patient had a clinical history and physical examination consistent with a generalized complex regional pain syndrome, with the symptoms being significantly worse on the left side of her body compare to the right. On (B)(6) 2013, the patient presented with complex regional pain syndrome (crps) and underwent a ketamine infusion for 3 hours. No patient complications were noted. On (B)(6) 2013, the patient presented with severe bilateral upper extremity pain and bilateral lower extremity pain. The patient reported having been diagnosed with complex regional pain syndrome (crps) / reflex sympathetic dystrophy (rsd). It was stated that the pump had been not much help. The patient was positive for depression, anxiety, and irritability. The patient was to undergo ketamine infusions 3 days in a row for 4 hours each day. On (B)(6) 2013, the patient presented for a new patient evaluation and ketamine infusion with severe bilateral upper extremity pain and bilateral lower extremity pain. The patient was bedridden and unable to walk, secondary to pain. The patient underwent a ketamine infusion for 3 hours. No patient complications were noted. On (B)(6) 2013, the patient presented for complex region pain syndrome. The patient was motionless, did not show reflexes, had no movements of extremities, had anxiety with somatization, and also had pain while talking. The patient also displayed symptoms of pain/burning spreading to the whole face, head and mouth. The provider¿s assessment found diffuse whole body pain and notable muscle atrophy (left greater than right). The patient had discontinued using tinazedine and baclofen. From (B)(6) 2013 to (B)(6) 2014, the patient presented to the hospital with sharp, quality burning, shooting, tender pain. The patient used a (B)(4)- mattress for pressure relief therapy. The baseline of the patient at this time included spontaneous, regular, unlabored respiration; incontinence, constipation, and an effective cough w/o sputum production. On (B)(6) 2014, the patient also experienced ¿tightness of all the muscles in hips and ble.¿ on (B)(6) 2013, the patient underwent physical therapy for complex region pain syndrome. The treatment was tolerated fair, limited by pain and anxiety; impaired ambulation, impaired balance, impaired bed mobility. On (B)(6) 2013, the patient underwent a bilateral duplex ultrasound of the lower extremity veins due to chronic leg pain. There was no evidence of deep vein thrombosis in the bilateral lower extremities veins. The patient also underwent CT of the abdomen. The aorta and bilateral iliac arteries were patent, without evidence of aneurysm. There was minimal atherosclerotic calcification at aortic bifurcation. The arterial vasculature of bilateral lower extremities were patent. Some post-surgical changes of l5 laminectomy and removed spinal fusion hardware at l4-5 were observed. On (B)(6) 2013, the patient presented with chronic pain, complex regional pain syndrome, and also complained of weakness. The patient the patient was also immobile and bed bound. The patient underwent MRI of the lumbar spine due to lower back pain. Enhancement of the soft tissue density within the left l4-5 neural foramen was seen, resulting in moderate left l4-5 neural foraminal narrowing. The soft tissue density within the left l4-5 neural foramen was again seen to be contiguous with enhancing soft tissue within the left posterior lateral epidural space at this level. The findings were most compatible with post-surgical changes/scar tissue. There was no significant disc herniation or significant spinal canal or neural foraminal stenosis within the lumbar spine. On (B)(6) 2014, the patient presented for physical therapy due to sciatic back pain and bilateral leg pain, left greater than right. On (B)(6) 2014, the patient presented for physical therapy for pain, but was unable to describe the pain. The patient underwent mobility tests. The patient poorly tolerated the treatment and was disagreeable to participation in mobility. On (B)(6) 2014, the patient was admitted to the pain treatment service for the treatment of severe depressed mood and severe chronic pain. The patient was diagnosed with somatoform pain disorder, anemia, chronic pain disorder, and chronic mental illness (¿gaf on admission 15¿). From (B)(6) 2014, the patient was under psychiatry assessment and physical therapy. The problems noted during this period were abnormal illness behavior, anxiety, chronic pain disorder, mobility impairment, major depressive disorder with psychosis, insomnia, elevated transaminases, neuro somatization disorder, and ¿crps.¿ the musculoskeletal examination revealed joint stiffness, joint pain, muscle weakness, myalgia, and generalized pain involving hips, lower extremities, spine and posterior head. The patient also displayed some neurologic symptoms of vertigo, tingling and light headedness. The provider¿s impression was low mood, irritable, appetite loss, weight loss, low energy, and somatic delusions. On (B)(6) 2014, the patient presented for x-rays of the right hip and pelvis. The views of the right hip were present. The neurostimulator device, overlying the right upper quadrant,was present. The distal tip was not included on imaging. There were no definite acute displaced fractures of the right hip identified with limited evaluation of the right acetabulum. The bones are overall demineralized. The visualized bowel gas pattern is non-obstructed and non-dilated with moderate feces in the colon present. The patient also underwent x-rays of the sacrum and coccyx. The exam was markedly limited secondary to demineralization of the bony structures. There were no definite displaced fractures seen. However, an overlying sacral fracture cannot be excluded on the basis of this exam. On (B)(6) 2014, the patient underwent electroconvulsive therapy. On (B)(6) 2014, the patient presented with chronic pain, depression and anxiety. On (B)(6) 2014, the patient reported she sprained her ankle and at times she felt light headed. On (B)(6) 2014, the patient was admitted to the hospital. The patient was discharged on (B)(6) 2014 with medications and in poor condition. (B)(6) 2014, the patient experienced new symptoms associated with the ¿ect¿ treatment she received. She stated that these have caused not only the new problems of neck and head pain and burning, but have brought back her back and leg problems, as well as making her feet and lower legs burn. She indicated that she is having difficulty walking as a result. On (B)(6) 2014, the patient underwent electroconvulsive therapy. No further information was provided. On (B)(6) 2014, the patient presented with needle and burning pain in all parts of the body. The pain was aggravated by movement of the body. The pain in the lower back was severe. The patient reported to be house bound and depressed due to the pain. On (B)(6) 2014, the patient presented with similar complaints. The weakness in the legs continued and the patient felt it was from atrophy. The doctor advised her to increase her psychotherapy to 2 times a week and wanted to trial prialt in the intrathecal pump. On (B)(6) 2014, the patient underwent double blinded prialt pump trial. On (B)(6) 2015, the patient presented with complaints of whole body pain, which was not any better a dose increase of prialt.